Manufacturer narrative:
On 05/29/2018, it was reported to mentor that it was reported incorrectly that there was no capsular contracture on both implants. The correct information is that the patient experienced bilateral rupture capsular contracture baker grade iii after implantation. The bilateral rupture capsular contracture baker grade iii was diagnosed during CT scan by the healthcare professional. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant, left breast implant 450cc, catalog number 3507450bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with gel mentor memorygel breast implants 450cc and experienced bilateral rupture capsular contracture baker grade iii after implantation. The bilateral rupture capsular contracture baker grade iii was diagnosed during CT scan by the healthcare professional on (B)(6) 2018. As a result, the patient will undergo bilateral explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/08/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/03/2018, it was reported to mentor that the patient experienced only bilateral rupture and no capsular contracture after implantation. As a result, the patient had undergone removal and replacement of gel mentor memorygel breast implants 450cc with gel mentor memorygel breast implant 560cc lot number 7493775, serial number (B)(4) on the left breast implant and with gel mentor memorygel breast implant 560cc lot number 7493775, serial number (B)(4) on the right breast implant on (B)(6) 2018. On 04/03/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).